Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that post insertion of mesh, the patient experienced pain, infection, recurrence, vaginal scarring and urinary/bowel problems. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.